Event description:
While monitoring a patient (age & gender unk), the device shuts down for 2-3 seconds when the printer button is pushed. There was any adverse effect to the patient due to the reported malfunction.